Event description:
The pt's nurse reported that the pt expired. The pt's spouse reported to the pdrn that she found the pt expired and reported that the pt was still connected and treatment completed.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. There is no documentation in the medical record showing causal relationship between this pt's peritoneal dialysis treatment and the pt's death. Based on the info provided, it is unk how the device may have caused or contributed to the event. A plant investigation is underway. A supplemental report will be submitted upon completion of the plant's investigation.